Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the lot number was not reported. The reported patient effect of perforation of vessels is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the wire was to be used in the right coronary artery. A viper wire was used first then a whisper guide wire was used. A perforation was noted. Per the physician the whisper guide wire may have contributed to the perforation. The patient was sent for emergency bypass surgery due to the perforation. No additional information was provided.